Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided instructions for a complete pump reset, resulting in the successful start of their sensor session without a recurrence of the error.